Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump was not accepting new batteries. The customer's blood glucose level was 435 mg/dl at the time of the incident. The customer reported that already purchased 6 packs of batteries but still received replace now battery alert. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. The battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised that hey may continue to wear the insulin pump until replacement arrives if they insert a new battery. The device will be returned for analysis.